Event description:
It was reported patient had been experiencing shocking sensation at the ipg site sporadically when the ipg is on. Surgical intervention may be pending to address the issue.

Event description:
Follow-up revealed that the patient¿s ipg was explanted and replaced with a competitor¿s device.